Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2017-08711. It was reported that balloon rupture occurred. Two 6.0 x 40, 75cm mustang¿ balloon catheters were advanced to dilate two different target lesions. However, upon inflation at low pressure, both balloons ruptured. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the femoral artery utilizing an anterograde approach. A moderate focal stenosed target lesion was located in the distal superficial femoral artery. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. During the first inflation at 12 atmospheres, the balloon ruptured. However, the patient had atrioventricular fibrillation (avf). Another 6.0 x 40, 75cm mustang¿ balloon catheter was advanced. During the second inflation at 14 atmospheres, the balloon ruptured. It was noted that the avf was resolved during the usage of this device. The devices were completely removed from the patient's body. The procedure was completed with another of the same device. The patient's status was fine.